Event description:
It was reported that the stent partially deployed. A 16 x 120mm x 100cm vici self-expanding stent was selected for use. The lesion was 90% stenosed and tortuosity was normal. During deployment of the stent, extreme resistance was felt. After 2-3mm of the stent was deployed and the device was removed. The procedure was completed with a new device. No patient complications occurred and the patient was doing well post-procedure.